Event description:
It was reported that post-surgery, it was observed that the ¿bits¿ were wobbling when in use with the attachment device. During in-house engineering evaluation, it was observed that the device failed for vibration. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for vibration (wobbled). Therefore, the reported condition was confirmed. It was determined that this was due to the bearings being worn and damaged. The assignable root cause was determined to be due to worn and damaged bearings from normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.